Manufacturer narrative:
(B)(4)

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). Starting at 9:00 a.m., the patient tested samples with the meter three times, resulting as 7.0 inr, 6.8 inr, and 6.8 inr. The customer then went to a laboratory and had a sample tested with the dade innovin method at around 9:30 a.m. And the result was 3.1 inr. The laboratory value of 3.1 inr was believed to be accurate. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter results. The patient stated that in the past when she received a high result of 7.0 inr, she would change the batteries in the meter thinking the result was inaccurate. After changing the batteries, the customer did not set up the time and date correctly on the meter. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly with her meter and monthly with the laboratory method. The patient did not use alcohol on her finger prior to collecting samples for meter testing. The patient's meter had not been cleaned recently. The heater plate was clean. The patient does not have hematocrit issues or have antiphospholipid antibodies. The patient does not use heparin or direct thrombin inhibitors. The patient's coumadin dose has not changed since last testing. The patient has had no changes in diet since last testing. The patient has had no additional illnesses. The patient was bitten by a dog which caused her to bruise badly. The bruising was not attributed to results from the meter. The patient was given antibiotics due to the bite. These antibiotics were taken by the patient after receiving the high meter results. The patient's product was requested for investigation and replacement product was sent to the patient. The patient stated that the test strips that were used on (B)(6) 2018 have been discarded and can't be returned for investigation. Relevant retention test strips (lot 186865-21) were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.